Event description:
Pt had a ventral hernia repair (B)(6) 2002 with bard composix e/x mesh 4¿x6¿ product code (B)(4), lot #: 43hmd234. Ten years later, this pt experienced abdominal pain, difficult bowel movements, nausea and vomiting. Pt returned to surgery to remove the mesh and replace it.